Event description:
While troubleshooting "belt slip" error message on MDR #1828100-2015-00162, the field service representative (fsr) discovered that roller pump would not power up. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00162.